Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had a deformed stopper. The following information was provided by the initial reporter, translated from (B)(6): "deformation of gasket part..."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned (1) 0.3ml bd insulin syringe from lot# 1025876. The customer reported that the stopper was found to be deformed. The returned syringe was examined, and it was observed that the stopper was disfigured within the syringe assembly. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l dispatch was created for silicone out of parameters. The parameter reading was 24 and should have been at 25. The established parameters set the amount of silicone emitted into the barrel. Operating below the set parameter may lead to a ¿dry¿ barrel leaving the plunger /stopper difficult to exercise. H3 other text : see h.10.

Event description:
It was reported bd plastipack¿ insulin subcutaneous injection syringe with needle had a deformed stopper. The following information was provided by the initial reporter, translated from japanese: "deformation of gasket part."